Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported receiving unexplainable hyperglycemia and alleged the infusion device of improper function. Patient stated no alarm and/or error message appeared on the infusion device. Patient reported being hospitalized for hyperglycemia with ketoacidosis on (B)(6) 2010. Patient currently remains in the hospital. Patient stated blood glucose level was 'hi' on the meter at the time of the event. Patient reported blood glucose result in the hospital was 30.8 mmol/l (554 mg/dl). Patient reported an infection also on the day of the event. Treatment received was not provided. Patient's normal blood glucose level was not provided. No further information is available. Product was replaced and requested return of the alleged product for evaluation.